Event description:
I used poligrip after having upper teeth pulled. Lower back molars were missing thus requiring poligrip multiple applications during the day to hold top dentures in place. Couple of years later, had lower teeth pulled and increased use of poligrip just to keep dentures from coming out while talking. First symptom - 2002 - can't feel bottom of feet, tingling and numbness, burning, big toe not responding to brain. Went to walking stick (cane) 2002. Went to walker with rolling wheels 2003. Went to electric wheelchair (or scouter) 2003, (11 months after first symptom). CT, MRI, spinal fluid, blood - never showed anything wrong. Autoimmune blood work. Normal. Seven -IV ig treatments; ten day plasmapheresis; 10-1000mg solumedrol IV treatments. Copper gluconate and copper sulfate supplement as well as treatment for neutropenia and anemia at dr. Office.dose or amount: denture cream. Frequency: several apps daily. Route: oral. Dates of use: mid 1980's to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.